Event description:
This report summarizes (B)(4) malfunction events, where it was reported the devices experienced ground path compromised. There was no patient involvement.

Manufacturer narrative:
The (B)(4) devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service.

Event description:
This report summarizes 12 malfunction events, where it was reported the devices experienced ground path compromised. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 3 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
3 devices were originally coded as tested by stryker, but the issue was identified through data. Codes were updated to reflect this.

Event description:
This report summarizes 12 malfunction events, where it was reported the devices experienced ground path compromised. There was no patient involvement.